Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, high impedance was noted through the analyzer. The rv lead was replaced, and the second lead was re-positioned three times. The analyzer cables were changed, but both channels provided high impedance values for the rv lead. A second programmer was used to check the impedance values, as well as measuring values through the device. The impedance values observed through these methods were sufficient to leave the lead implanted. The analyzer is not currently in use, but will not be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, high impedance noted through the analyzer. The rv lead was repositioned three times. Analyzer cables were changed and both channels provided high impedance values for the rv lead. The programmer was changed, and measured values through the device. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.